Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was no power. The battery compartment is cracked and the reporter is unable to tighten the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: the pump's black box showed multiple unexpected pump reboot events on (B)(6) 2016. The battery compartment was cracked from the threads down to the case seal on the side, the returned battery cap¿s threads were stripped and the cap was unable to fit to the pump resulting in reboots. A test battery cap was able to fit to the pump to maintain an electrical connection. The pump was able to perform the prime steps with no issues. Correction: the serial number for this pump is (B)(4).